Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. The following information was requested, but unavailable: did the tissue pad melt? Or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) If yes, did any piece fall into the patient? Was the piece retrieved? Did this cause a change in the plan of care for the patient? Is the detached tissue pad being returned with the device? Or, was the detached tissue pad discarded? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws?

Event description:
It was reported that during an unknown procedure, with the correct use of the device the tissue pad detached from the jaw. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2016. Batch # (B)(4). The device was received with the tissue pad attached to the clamp arm and not detached as reported by the customer. Upon further visual inspection of the device, the tissue pad was noted to be damaged, melted, and a small portion was not returned. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch record was reviewed and no anomalies were noted during the manufacturing process.